Event description:
It was reported that a fracture occurred. A promus elite ous mr 20 x 3.00mm was selected for treatment of the target lesion which was located in the left anterior descending artery (lad). After the stent was advanced, it was noted that the balloon would not inflate properly. Upon deflation, the physician noted blood in the backstream. Due to this, it was determined that there was a leak in the balloon. The stent, however, was already in position and was partially expanded. Because the stent could not be fully expanded, the physician decided to carefully withdraw the balloon and catheter. Angio was used to pull the balloon as the partially expanded stent stayed in its proper position. Resistance was felt as the physician pulled the balloon out. Without significant force, the catheter began moving again however when looking at angio, it was discovered that the balloon was no longer connected to the catheter. The catheter had fractured during removal. The physician then put a second wire where they were able to fully expand the stent in the proper position. They then used a snare to capture the detached balloon, however the physician was unable to. Instead, another stent was advanced to trap and cover the balloon, so it was secure inside the patient. The patient was then taken to an intensive care unit where they are being monitored for several days.